Event description:
Account said the foot hilo drifts. He has changed the foot hilo down valve and it still drifts. No one was involved with the bed and it is in his shop.

Manufacturer narrative:
Attempts were made to contact the account for resolution and no one knew if the bed was repaired or still down.